Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button was unresponsive since the prior day. It was noted that while using the ok button, the screen could not be confirmed. The reporter denied damage to the keypad and noted no evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. All of the buttons respond appropriately. There was no evidence of keypad contamination found under the key contacts. The pump cover was removed and moisture corrosion was found on the keypad flex and flex connector.